Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The trunk cable connector was badly damaged and wires within the connector were damaged. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and that the electrode belt was damaged.